Event description:
It was reported that the light cable burned a hole in the drape. It was further reported that the lightsource was set at thirty percent.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not received and will not be returned to stryker for investigation. However, a test was performed to replicate the customer's description of the incident. The results did not confirm any drape burn when using an l9000 and light cable 064. Additionally, if the drape burn did occur it could have been avoided by following proper operating procedures of the product. The light source user manual for either x8000 or l9000 details safety warning and usage information involving the products. The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light cable burned a hole in the drape. It was further reported that the lightsource was set at thirty percent.